Event description:
1it was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as the battery compartment's spring broken. The customer reported no adverse event. Troubleshooting was not performed and the event involved product(s) mmt-712ews. Customer reported physical damage (crack or scratch) on the pump not related to the spring missing. No harm requiring medical intervention was reported. Mmt-712ews was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display due to missing battery spring. Unable to perform the displacement test due to blank display. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, due to battery spring missing unable to perform any testing. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.